Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the alarms don't sound; the detection and the trigger are working, but the audio fails. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.